Event description:
During application training, a philips application engineer worked together with professor and his assistant on (B)(6) afternoon. Customers were complaining about the device image quality during procedure. And at that moment the guide wire/ balloon perforated the coronary and the patient experienced a pericardial tamponade.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA.

Event description:
Philips received a complaint from the customer in which was stated that during a procedure the image quality was not good enough and at that moment the guide wire/ balloon perforated the coronary and the patient experienced a pericardial tamponade.

Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion: on (B)(6) 2016, a philips clinical application specialist was assisting during the procedure because of application training for the hand over of the system for the clarity option. She mentioned that ¿customers were complaining about the device. After my advice to zoom they accepted to zoom the field of view. Customers kept complaining about the image quality. They use the protocol : ¿cardiac 2¿ and tried several levels dose on the patient. Customers used the device and increased the dose radiation in order to have a better image quality. Images displayed on the flexvision screen in the exam room permitted to visualize coronaries and to perform the diagnostic coronarography.¿ on (B)(6) 2017 we received the logfiles of the issue. A philips clinical application specialist in best (B)(6) investigated the logfiles and examination programmed x-ray database and could not find a malfunction or a cause for the bad image quality. In addition, the french application specialist confirmed that images displayed on the flexvision screen in the exam room permitted to visualize coronaries and to perform the diagnostic coronarography. According to the philips system designer [(B)(6) 2017]: the increased level dose radiation was intended by the customer. The fact that the dose was increased to improve image quality was decided by the customer and it is their responsibility. On (B)(6) 2016, 9 patient procedures were performed. We received no information about which patient of those 9 was injured and are unable to further investigate the amount of radiation. The total air kerma of each of the nine procedures did not exceed 500 mgy. Conclusion of the analysis: no cause of the issue was identified. There was no indication that the image quality contributed to the perforation of the coronary artery. The customer is using the system.